Manufacturer narrative:
The product was not returned to edwards for analysis because the device was discarded at hospital.a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the cateter was unable to pace after the catheter was inserted. The catheter was replaced and the problem was solved. There were no patient complications reported.